Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information received notes that the patient experienced atrial fibrillation with rapid ventricular response along with the loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient condition was unknown.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin. Net transmission. Review of the transmission revealed that the right ventricular lead exhibited loss of capture. No intervention was reported. The patient condition was unknown.